Manufacturer narrative:
Catheter: model: 8709, lot# l73610, implanted: 2000-(B)(6), explanted:2010-(B)(6); catheter: model: 8596, (B)(4), implanted: 2004-(B)(6), explanted:2010-(B)(6). Analysis of the pump model 8637 (B)(4) showed no significant anomalies. The pump passed all applicable non-destructive testing. The complaint against the pump stated the reason for removal was because the pump was nearing end of life (eol). There were no significant anomalies noted in the pump logs, except for a motor stall and motor stall recovery. For the preceding reasons, it was decided that no destructive testing needed to be performed, at this time. This choice preserved the pump for later re-analysis, if needed. It was also noted that the pump reached end of service (eos) due to elapsed time, and there was 90 days between the estimated replacement indicator (eri) and eos state. The pump was programmed to the off state in the field. Analysis of the catheter model 8709 lot# l73610 showed the occurrence of a hole caused by a "deep" abrasion. There was leaking seen through the hole at 0.7 cm from the distal end of the catheter segment #1. This was the same location of the deep abrasion. No further leaking seen. Foreign material deposits were seen on the catheter surface, located 0-5 cm from the proximal end of segment #3. The proximal dispensing hole of segment #3 was noted to be discolored.

Event description:
It was reported that the patient's pump was near the end of life (eol). The pump and catheters were removed and replaced, prophylactically, to avoid in vivo depletion of the device battery. There were no patient symptoms reported. There was no injury to the patient, and the patient recovered without sequela. The pump contained dilaudid at a concentration of 40.0 mg/ml, and clonidine at a concentration of 650.0 mcg/ml.